Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer also reported that they believe that the insulin pump was not delivering insulin properly. Customer¿s blood glucose at time of incident was 585 mg/dl and blood glucose was 242 mg/dl at the time of call. The customer experienced symptoms such as vomiting shortness of breath. The customer reported that they were treated with insulin at the time of hospitalization. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The customer stated that they still believe that the insulin pump was not delivering insulin properly after troubleshooting. The insulin pump will be returned for analysis.